Event description:
It was reported by the customer that the catheter would advance forward over the spring wire guide (swg) only with added force. It was noted that the swg became "stuck" at the juncture hub where the lumens come together. A second kit was opened for use. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-lumen, 12 fr x 16 cm catheter was returned. The swg was not returned. No defects or anomalies were observed on the returned catheter during visual inspection (without magnification). A swg with an outside diameter of .861 mm, was inserted into the distal end of the catheter. Significant resistance was encountered when the swg reached the juncture hub. The catheter hub was cross-sectioned and the lumens inside the hub were observed to be deformed. The device history records for the catheter were reviewed with potentially relevant findings. The potential cause of this issue is manufacturing-related since resistance inside the juncture hub has been attributed to deformed lumens. A CAPA has been initiated to address this issue.